Event description:
It was reported that the patient had a few surgeries because the catheter "kept failing." Patient was to have her 4th catheter revision. It was later stated that the catheter had dislodged. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The health care provider (hcp) reported that the patient's catheter withdrew from the spine 3 times. The patient had several revisions of the catheter. The last revision appeared to be remaining in the spine. The patient outcome was reported as "non-serious injury/ illness". The pump delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter rev kit distal end model 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter repair kit- conn. And anchors model 8590-9, lot # n246756, implanted: (B)(6) 2011, explanted: unk; catheter rod model 8583, lot # n299485, implanted: (B)(6) 2011, explanted: unk; programmer model 8835, serial # (B)(4).

Event description:
It was reported following the previous revisions the catheter ¿ended up¿ being ¿nailed¿ to the patient's spine during a 4th revision.